Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure to replace the leads. The patient is doing well postoperatively and has fully recovered.